Manufacturer narrative:
This supplemental report is being submitted to provide additional information updated fields: b5.

Event description:
The intended procedure was a therapeutic, urological surgery. There was no delay. The procedure was completed with a similar device. No other devices were used.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the wm-np2 workstation set 5 (EU) had a broken castor. It was reported the bolt got stuck in the thread. The damaged wheel was changed. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus; however it was returned to a distributor for repair. A photo was provided to olympus and the complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the photographs provided, the likely root cause of this particular failure is metal fatigue. This occurs following development of a stress crack in the threaded castor spigot. The crack propagates from a point of origin which concentrates the normal stresses placed on the component. This propagation causes a loss of pre tension in the threaded joint and the castor to work loose. The loosening expediates the rate of cracking until the effective cross sectional area of the castor spigot is reduced to such an extent, that inevitably, a complete brittle fracture of the castor stem occurs, often without warning and with a quite innocuous load being applied. Olympus will continue to monitor field performance for this device.